Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) failure analysis received the fenestrated bipolar forceps instrument and found the primary failure of thermal damage on the grips to be related to the customer complaint. Visual inspection of the distal end found one of the grip tip's insulations to exhibit thermal damage. The tip insulation was charred and appears melted, which was indicative to arcing. However, the other tip does not exhibit any physical damage. Also, the grips can still open and close properly, and no pieces were found to be missing. An electrical continuity test was performed, and the instrument passed. Moreover, the housing was removed from the back end, no damage was observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps instrument' jaw was observed to be chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated the returned sp fenestrated bipolar forceps instrument and additional inspection confirmed a damaged molded insulator. Thermal damage was confirmed on the area of the molded insulator damage.

Event description:
Refer to h10/h11 for follow-up information.